Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker twins in an achondroplastic dwarf. Heartrhythm case reports. 2020. 6(7):434-436. Doi: 10.1016/j.hrcr.2020.04.006¿ if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a case study involving a leadless implantable pulse generator (ipg). It was reported that a slow increase in threshold was observed which also brought the device to prematurely end of life (eol). The device was explanted and replaced. With the replacement leadless ipg, the automatic recognition of the device through the programmer's magnet did not work properly and interrogation was allowed only by manual selection of the functioning device. The remote monitor's reader also did not work at all because it was unable to recognize the device. The current status of the device and monitor is unknown. No patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed that contained information regarding a case study involving a leadless implantable pulse generator (ipg). It was reported that a slow increase in threshold was observed which also brought the device to prematurely end of life (eol). The device was left in the patient and replaced. With the replacement leadless ipg, the automatic recognition of the device through the programmer's magnet did not work properly and interrogation was allowed only by manual selection of the functioning device. The remote monitor's reader also did not work at all because it was unable to recognize the device. The current status of the device and monitor is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Follow up was received from the primary/corresponding author, dr.(B)(6). (B)(6) indicated that this was previously reported via the normal channel through medtronic italy. Thus, the event as a literature case study is a duplicate of an existing event. Without device details given or a reference number, we are not able to track down the exact event this has already been covered in. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.